Manufacturer narrative:
The investigation determined that higher than expected vitros valp quality control results were obtained from a non-vitros qc fluid run on a vitros 4600 chemistry system. The most likely assignable cause of this event was instrument related. A vitros valp reagent issue cannot be completely ruled out. Acceptable valp calibration performance and quality control results were obtained following maintenance actions. The investigation determined that the likely assignable cause of this event was instrument related.

Event description:
A customer observed higher than expected vitros valp quality control results from a non-vitros biorad control fluid processed on the vitros 4600 integrated system. Biorad l2 vitros results 78.83,78.59,77.8 ug/ml versus expected 64.5 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected. However, the investigation cannot definitively conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).